Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the site had intermittent tracking with a 4.3mm quad cut (1884380em) instrument during a sinus surgery. Patient tracker was tracking without issue. Technical services (ts) had the site check for metal interference in the field, and the site noted that they were operating on a metal table and there was an IV (intravenous) tree nearby. Ts had the site reposition the em (electromagnetic) emitter several times to try to resolve the issue. Ts noted that the instrument tracked without issue within the sinus cavity but was not tracking when the instrument was touching the tip of the nose. Ts then had the site plug the instrument into a new port with no improvement. The surgeon was wrapping up the surgical case at time of the call, and no additional troubleshooting was completed. There was no reported impact to patient. It is unknown if there was a delay to the procedure.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) patient information received in a. Additional information was added to b5. Initial reporter's first name received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the procedure was a septoplasty and bilateral inferior turbinate reduction. There was no reported delay to the case.